Event description:
A report was received that the patient was experiencing discomfort at the incision site because the lead splitter was too superficial. The patient underwent a revision procedure and the physician buried the splitter deeper. The patient was reportedly doing well following the procedure.